Manufacturer narrative:
The device was received for evaluation. During functional testing, downstream occlusion was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of the calibrated specification downstream sensor. The force sensor nt requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed down stream occlusion during an unspecified process step. There was no patient involvement. No additional information is available.